Event description:
Report received by manfacturer of "pump malfunction" via a device registration form. Follow up with health care provider revealed patient experienced increased spasticity, dose was increased and increased spasticity was not relieved. Patient was admitted to the hospital for plain films and a dye flow study. The catheter was found to be broken posteriorly. The catheter was replaced. Patient outcome was not reported.